Event description:
Pt called lfs on 6/11/03 alleging their ot basic meter had an audio tone and display issue. The pt stated that when the meter was counting down, it would skip numbers and the meter would make "noises" as it was counting down. The pt did not experience any symptoms while attempting to use the meter. The issue with the meter was not resolved. No further info has been reported.